Event description:
Patient was revised to address knee pain. Intraoperatively noted that the poly was slightly worn and lysis was present on anterior tibia and lateral condyle of femur.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.